Manufacturer narrative:
Evaluation of the returned product found half of the lens optic and one loop haptic are torn off and missing. The other loop haptic is bent. Lens was returned dry. There was evidence of dry surgical residue on optical surface. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, plunger caught trailing haptic and tore it off during insertion of a 3-piece silicone iol requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model was successfully implanted. According to the report, by a nurse, dated on 11/10/15 the cause of the lens damage was user error during loading by technician. The same report stated that there was no patient injury. (B)(4).

Manufacturer narrative:
Diopter: 21.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone three piece lens, 21.0 diopter into the patient's eye. The lens was damaged during insertion into the eye. The surgeon cut the lens to remove from eye. Another lens, same model and diopter was implanted. There was no patient injury. No enlarged incision and no suture required. Cause of this incident was loading error by the tech.